Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For both firings: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open after both firings?

Event description:
It was reported that during a laparoscopic appendectomy, after the first firing of the stapler, with a blue reload, no buttressing material, the doctor tried a white reload on the second firing and the device locked out, no tissue cut and no staples deployed and the jaw would not release. The doctor managed to remove the stapler from tissue, tried a second like white reload, third firing, and encountered the same issue of locked out, no cut, no staples deployed and the jaw would not release. It was not reported how the procedure was completed. There were no patient consequences reported.